Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: the meter remote was not returned with the pump for investigation. The pump battery cap was also not returned for investigation; a test cap was used to complete testing. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels up to ¿hi¿ on the meter (over 600 mg/dl) and blood glucose levels as low as 40 mg/dl. During a review of the pump settings, the reporter indicated that the pump¿s insulin to carbohydrate setting was incorrect in the pump and indicated that the insulin to carbohydrate settings were set the same as the insulin sensitivity factor settings. The reporter indicated not understanding the different settings or how they worked and indicated that the settings had not been adjusted or reviewed since starting on the pump. The reporter was advised to follow up with a health care provider to determine if the settings were correct or if they needed adjustment and to contact animas for assistance with changing the pump settings. This report is made based on the allegation that the patient experienced erratic blood glucose levels related to incorrectly programmed pump settings.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.